Manufacturer narrative:
D4: although it is unknown if the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# 2991222; lot# h5307743; qty 2.: neither the devices nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar fusion due to disc herniation. Post-op, inter-vertebral space infection was observed accompanied by fever discomfort. Patient was hospitalized. Products remain in the patient's body. Post-operative debridement surgery was performed.